Manufacturer narrative:
The product expired prior to receiving the complaint; therefore, no additional serological testing was performed. Reactivity of the fya antigen on crrid, lot id101, was verified through lot release records. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negaive reactions with capture-r ready ID (crrid), lot id101 when testing patient a sample containing anti-fya on the echo.